Event description:
Boston scientific received information that the remote home monitoring system issued an alert for an out of range shock impedance measurement. Review of the data by a medical personnel found no specific measurement. Boston scientific technical services (ts) was consulted and discussed that the impedances are taken every 21 hours, thus there is a time where if the first impedance measurement was out of range and the second impedance measurement was within range, the second measurement is recorded. Boston scientific technical services (ts) suggested further evaluation. The clinic has attempted to contact the patient since the alert, but has been unsuccessful. The system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
(B)(4). No additional information is currently available. If additional information becomes available, the event will be updated.